Manufacturer narrative:
Concomitant medical products: b. Braun tubing, model number 412120, which is a tevadaptor connecting set with drip chamber and ultrasite needleless valve. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that they have experienced back check valve failures during chemotherapy and other IV medication infusions. Due to this, the chemotherapy nurses are using a blue clamp to clamp off the primary line while the chemotherapy is infusing. There was no report of patient harm.